Event description:
Abbott's libre 3 + plus blood glucose sensors are dangerously unreliable and inaccurate. Multiple false high blood glucose readings have occurred, which can/will result in serious (and life threatening) situations due to a user taking insulin when their blood sugar is not high. I have used the previous libre sensors for years without issues. I've only noticed these libre 3 +plus sensors that have this issue. My observations show them to be consistently unreliable during sleep, during wake up, and during exercise. They also consistently give "--" sensor errors whenever blood glucose levels (bgls) change quickly (even when actual blood glucose is not changing, rather it is the device correcting to actual bgl reading from it's previously false reading). I attest this is not user error. The false bgl readings are quickly confirmed as error by checking bgl again with a finger stick type blood glucose meter. I've been a type 1 diabetic for 28 years. While it is disappointing to see a manufacturer go from a useful product to one that is of limited to no use, my main concern is safety. How many users (especially new users and children) will follow these bogus bgl readings and experience a dangerous blood sugar low? This is potentially life threatening. I have discussed this with the manufacturer (abbott), but they have not committed to take corrective actions. Please look into this situation and send me a copy of your report. Thank you kindly.